Manufacturer narrative:
(B)(4). An electronic event file from (B)(6) 2015 8:05:56 am was reviewed by a philips quality specialist. An etco2 on message is noted at 00:06:55 et, followed by a co2 unplugged message at 00:06:56 et and a co2 check exhaust message at 00:07:05 et. Another co2 unplugged message is noted at 00:18:58 et, a co2 check exhaust message at 00:19:18, and a final co2 unplugged message at 00:27:11 et. The event confirms that an etco2 reading was not acquired. The device was evaluated by a philips bench tech and the reported symptom could not be reproduced. The bench tech replaced the etco2 module for preventive maintenance. The device passed all performance assurance testing and was returned to the customer for use. Philips cannot determine the cause as the reported symptom could not be reproduced.

Event description:
It was reported to philips that the device failed to acquire an etco2 reading during a pt event. The involved pt was in cardiac arrest, found representing an asystole rhythm, apneic, and cool to the touch. After CPR efforts and administering meds, there was no change to the pt's condition and the rhythm was still asystolic. Med command directed the paramedics to terminate resuscitation efforts. The pt was pronounced deceased in the field.